Manufacturer narrative:
Monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and service code 204 was displayed. The monitor's electrode belt receptacle was pulled from the monitor enclosure, pulling the receptacles connector from j1001 on the computer/analog (c/a) pca. The cause of the service code was the dislodged connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.